Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited high thresholds and high impedance. The rv lead was capped and replaced. This lead remains implanted but is out of service. No patient complications have been reported as a result of this event.